Event description:
The following information was received from global pharmacovigilance (gpv) and is a regulatory authority report by a nurse in (B)(6) of peritonitis in a patient coincident with extraneal. On (B)(6) 2012, the patient experienced peritonitis after using balance solutions. Following the development of peritonitis, the patient was hospitalized the next day. The peritonitis was treated with ciprofloxacin and the patient was discharged from the hospital 5 days later. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The patient continued on ciprofloxacin for 2 weeks. It was reported that due to the patient's visual impairment, the patient's wife initiated the connection to the machine. It was not reported if retraining on aseptic technique was provided.